Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, while inserting the faradrive sheath, blood kept flowing out of the side port and leaking. The valve of the sheath was not preventing blood from flowing out. They tried to flush the sheath, but the issue persisted. The faradrive sheath was replaced, and the procedure was completed successfully without patient complications. The device was disposed of; therefore it will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.